Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted. See scanned page.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) was 435 mg/dl. The customer attempted a bolus to address the high bg level. The customer performed a system check and the cartridge and tubing were functioning as expected. The infusion site may have contributed to the occlusion. The customer was using humilin 500 insulin.